Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was inserted, but when grasping, the grippers wouldn't lower. Troubleshooting was performed, but the grippers were still unable to lower. The clip was closed and removed from the anatomy. The cds was replaced and an additional clip was successfully implanted without issues. Mr reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.